Event description:
On (B)(6) 2015 a tevar procedure was started for thoracic aortic aneurysm. The relay plus 38-145-34 [1] (lot#: 150924113) was deployed in the intended site in zone 2 (please refer to the attached CT image; yellow shapes on the image represent the safex stent). Type 1a endoleak occurred under the influence of calcification, which was present on the lesser curvature side of the proximal landing zone. This calcification was observed prior to the procedure and this type of endoleak was within expectation. An additional relay plus deployment was also prepared in case of endoleak. To treat the leak, the relay plus 38-145-34 [2] (lot#: 151027143) was additionally deployed so that it was completely at the same location as the relay plus [1] (i.e. With the whole stent graft completely inside the [1]) for supporting. This relay plus [2] could not be deployed on the more proximal side. This was because the proximal marker of the [1] was utmost close to the proximal portion of bovine arch. Following the deployment of the relay plus [2], angiographic imaging revealed a slight aortic dissection around the distal markers of the implanted relay plus stent grafts. As angiographic check was not performed following deployment of the relay plus [1], it could not be determined which relay plus caused this dissection. After a relay plus 34-100 was additionally deployed for the dissection, the procedure was done. On (B)(6) 2015 angiographic imaging showed that both endoleak at the proximal side and dissection at the distal side were improving without further problems.